Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1699 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a 4fr solo PICC was removed on (B)(6) 2020 as total occlusion and tip short on chest x-ray, kink at 15cm (inserted for chemo (B)(6) 2020; 48cm and 9cm out; left brachial).